Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with poly tibia columbus 10mm. According to the complainant, the patient underwent a right knee revision surgery sometime after the primary surgery due to pain and instability. The 10 mm poly insert was replaced with a 16 mm insert. The replacement was performed on an unspecified date. At the end of the revision procedure, it was noted that the patient was stable and had suitable flexion and extension. An additional intervention was required. Also, the product was discarded on site and the operative report was not available. The adverse event / malfunction is filed under (B)(4).